Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The pump was received with intermittent button response due to moisture damage on the keypad traces. No button error alarms noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.

Event description:
Customer reported button error alarm. Nothing further reported.